Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer was assisted with clearing the alarm and priming the pump; the prime process failed as insulin did not exit the tubing. The customer changed the infusion set and attempted to prime but that attempt failed as well. The customer was advised to change the entire infusion set as soon as possible. The two infusion sets and reservoirs will be returned for analysis and two replacements of each product were shipped to the customer.